Event description:
Per the clinic, the patient had a scab over the magnet site and was treated with both oral and topical antibiotics (duration not reported) with a diagnosis of cellulitis. Additional information has been requested but has not been made available as of the date of this report.